Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data revealed an unexplained power on reset event as well as multiple consecutive 054/052/012 call service alarms recorded on (B)(6) 2017. On investigation the pump and battery cap were intact and without damage. The pump powered on with properly functioning audio tone and vibration; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿ complaint. The pump was opened for further investigation and revealed a single component failure (u19 rtc chip) which caused the display to be blank when the pump powered on.